Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the insulin pump experienced battery issues and alarmed low battery within one week between battery replacements. The customer's blood glucose was 108 mg/dl. The customer's mother stated that the battery cap had already been replaced, and the insulin pump was still not holding a charge. This was the second time the caller had reported an issue regarding low battery. The caller stated that the battery did not last longer than 1 week and was advised that the insulin pump be replaced. The caller agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.